Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for three (3) colony forming unit (cfu) of unspecified micro-organisms. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than 100 colony forming unit of coagulase negative staphylococci. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses ddn9 detergent, to suctions water out of the channels and flushes out the air/water channel, auxiliary washing channel, balloon channel and the forceps elevator channel. During manual cleaning, the customer used ddn9 detergent with olympus maj1339 cleaning brush to brushes the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. The scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, the wassenburg lde wd440 (aer) with wassenburg endohigh detergent and wassenburg endohigh paa disinfectant were used. The scope was stored in a thermosensitive endoscope (eset) cabinet by soluscope and vertically hanged. The scope was not sterilized. The customer stated that the automated endoscope reprocessor was tested but no results were provided. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing, device evaluation, and legal manufacturer's final investigation. The device was evaluated, and the following issues were observed: insulation failure at plastic distal end cover (c-cover), light guide lens (lg) lens cracked, objective lens (ob) lens cracked, lg lens glue was porous, ob lens glue was porous, bending section cover (a-rubber) glue separated and chipped, connecting tube scratched, biopsy knob scratched, air/water cylinder scratched, suction cylinder scratched, key top1 incised and cuts, universal cord wrinkled, plug unit damaged, play on angulation control knob, insufficient angulation, biopsy channel incised and cut, and no leak found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Olympus sent the subject device for a series of culture testing by a third-party and the results are as follows: on 29apr2022, samples were obtained from all channels. The device tested positive for more than 100 colony forming units (cfus) of coagulase-negative staphylococci. On 03may2022, samples were obtained from all channels. The device tested positive for 2 cfus of filamentous fungus. On 12jul2022, samples were obtained from the biopsy channel, suction channel, air/water channel and the auxiliary water channel. These culture tests were performed after the replacement of the device parts by the olympus service team. The device tested positive for less than 1 cfu of an unspecified micro-organism on all channels. Based on the results of the series of culture testing, it is likely that physical damage of the replaced parts affected the positive culture test. However, after olympus replaced the damaged parts of the device and culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes information added to d9, h3 and h4. Olympus will continue to monitor field performance for this device.